Manufacturer narrative:
This report is submitted on january 26, 2022.

Event description:
Per the clinic, it was reported that open circuits were noted subsequent to sustaining a head trauma. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 31, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on march 08, 2022.